Manufacturer narrative:
Weight & ethnicity: unknown, not provided. Date of event: exact onset date of symptoms, only that patient noticed them one week post surgery. Therefore, (B)(6) 2018 is provided as a best estimate. Manufacturer telephone number: (B)(6). Other: the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient noticed symptoms one week post-implant of a model zxr00 intraocular lens (iol) in the right eye (od). Symptoms reported were starbursts, haze, and blurry vision. The lens was subsequently explanted due to diffractive lens intolerance, mildly myopic, and some astigmatism with significant floaters. A pars plana vitrectomy was performed. At explant there was no incision enlargement, and no injury reported. The explanted lens was discarded and the replacement lens is a non-johnson & johnson iol. Post-exchange the patient's vision is good and really clear, starbursts have resolved. No other information was provided.

Manufacturer narrative:
Upon further review, it was noted that in the initial MDR section h-6 health effect - clinical codes: 1866 - vitreous floaters, 2138 - visual impairment (unexpected post-op refraction), and 4580 (diffractive lens intolerance) were inadvertently not captured. Therefore, this supplemental filing is to correct the codes that were was not originally captured. Section b-5 describe event or problem: it was also initially reported diffractive lens intolerance, mildly myopic with some astigmatism, and significant vitreous floaters also contributed to iol explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was also initially reported diffractive lens intolerance, mildly myopic with some astigmatism, and significant vitreous floaters also contributed to iol explant.